Event description:
It was reported that the ventilator's pneumatic back-plane circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's pneumatic back-plane circuit board was contaminated with liquid. Identification of issue has been done by analyzing problem description, service report, attached photos and device's logs. Based on technician statement, the liquid passed through the inspiratory line and contaminated pneumatic back-plane circuit board. The issue can be confirmed by provided photos. The board was cleaned to resolve the problem. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There was no patient harm. The root cause to the reported issue has not been determined.